Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, the user reported insulin occlusion alerts (alert 35) while using a teflon inset 23" infusion set. Initial troubleshooting showed no kinks or bubbles, and insulin delivery was resumed. Later, a full supply change was completed without issues. The highest blood glucose (bg) recorded was 283 mg/dl, with a finger stick showing 240 mg/dl after the supply change. Blood glucose (bg) was corrected by performing a supply change and allowing the ilet to deliver corrective insulin. No symptoms, outside assistance, or medical intervention were reported.